Event description:
As reported by the user facility: underinfusion - infusing a premed. Programmed to infuse, was not completed in the time it was programmed, had to reprogram to deliver entire dose date unk at this time. Further info may become available but facility closed at this time. Ref MFR 9610825-2013-00138.